Manufacturer narrative:
The event that was initially submitted on report MFR - 0001038806 - 2017 - 00813 on nov 20, 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. The following sections were updated: date of this report, manufacturer, device code change from loosening to fracture, office contact - manufacturing site, date received by manufacturer, follow-up number, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add evaluation codes.

Event description:
The customer reported that an unknown abutment screw fractured in the patients mouth.